Event description:
It was reported patient underwent a total hip arthroplasty in 2000. Subsequently, patient was revised on (B)(6) 2013, allegedly due to pain, instability, loosening, osteolysis and elevated metal ion levels. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed with the limited information provided. Date implanted - unknown . This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03752 / 03753).